Event description:
It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the lead had fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced, resolving the issue. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.